Event description:
Procedure type: hemorrhoid. According to the reporter: the anvil was inserted to the body then fired. The tissue was cut but the staples formed on only half of the circumferential hemorrhoid tissue. To correct the issue, suturing was done on the rest of the open tissue. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss or damage.

Manufacturer narrative:
(B)(4).